Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was hospitalized for a severe low blood glucose episode. The patient's blood glucose dropped below 20 mg/dl. The customer's wife treated him with orange juice but it was not working. She then gave him glucose gel and he kept spitting it out. Finally, the wife gave the patient a glucagon shot. Ems was dispatched and the customer was given fluids and sugar shots at the hospital. The customer's current blood glucose was 561 mg/dl. The customer was given another type of insulin to try by his doctor, and that caused the low in his sleep. The customer has since switched back to novolog and has been doing well. No products were returned or replaced.